Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient presented to the emergency room with a device that was post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate therapy. The oversensing was noted on a stored egm. Programming changes were made. Device remains implanted.